Event description:
Reportable based on additional information received on 25-feb-2019. It was reported that the catheter fracture occured. A 180cm renhf 150cm 10 preload renegade hi-flo fathom system was selected for use. During an embolization for an evar leak, it was noted that the renegade catheter came apart when navigating in the artery. No patient complications were reported and the patient's status was okay.